Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that he had no improvement since implant and had been using catheters. Patient stated he was in the military and got a ride to surgery and a ride back and did not bring home any post- op information. It was noted that therapy was on but patient did not feel stim. Patient was on program 1 at 1v. Patient was not instructed to keep a voiding diary.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.